Event description:
Neebo, a wearable monitor for children 0-5 years old is being marketed as a "child well-being monitor" despite having no FDA clearance. I purchased this device, which never worked, but also feel the marketing was pushed to prey on nervous, expectant mothers despite no FDA approval.